Event description:
During preparation for a therapeutic urological procedure, as they were opening the packaging, one tip of this stent was found to be sliced off. There were no pt complications due to this event.